Event description:
Pt had no complaints pre dialysis, temp 97, pulse 84, blood pressure 144/80. 0.4kg weight gain. Dialysis was initiated in usual manner. Idpn was also initiated after treatment began three hours 45 minutes into treatment. Pt reported chills. Temp 99.3. Dialysis was terminated at 4 hours and temp[ increased to 101.9. Blood cultures, mellipore cultures and pyrogen testing was done. Pt was given vancomycin gon IV. Post treatment vital signs temp 100.3, bp 138/70 weight 57.8kg. Pt was sent home.